Event description:
Patient had an index left tha on (B)(6) 2021. Patient presented with infection of left hip. Underwent revision for pji on (B)(6) 2021. All components were exchanged.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tridentii tritanium cluster54e; cat# 702-04-54e; lot# 81806901a. Delta v-40 ceramic head 36/-2,5; cat# 6570-0-436; lot# 86166405. Size 5 accolade ii 127 deg; cat# 6721-0535; lot# 85577603. 6.5mm low profile hex screw 25mm; cat#; 7030-6525; lot# ynh. 6.5mm low profile hex screw 15mm; cat#; 7030-6515; lot# zm2j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.